Event description:
The customer reported unable to acquire v2 lead ECG. There was no reported adverse patient impact.

Manufacturer narrative:
(B)(4). The customer reported unable to acquire v2 lead ECG. There was no reported adverse patient impact. The philips field service engineer evaluated the device and confirmed the trunk cable failure. The trunk cable was replaced and resolved the issue. The device passed all performance assurance testing and was returned to use.